Event description:
Pt was implanted with a saline implant on 7/26/96. Subsequently, it was noted that delayed wound healing, serous drainage and an infection had developed in the pt's right breast and prosthesis was removed on 3/7/97.